Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot number 13k14h25 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. As the sample was not returned, a complete device analysis cannot be performed. Should additional relevant information become available, a follow-up report will be submitted. This is the same patient as (B)(4).

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. The patient was hospitalized for the event with symptoms of extreme abdominal pain. The patient was treated with intraperitoneal ancef (dose and frequency not reported) for the peritonitis. The patient was eventually discharged from the hospital and was reported to have recovered from the peritonitis. Pd therapy was ongoing. Additional information was requested but is not available. This is report 3 of 4 involved in this event.